Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, the most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2641471, mfd. 06/18/18, exp. 2023-06-18, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2648101, mfd. 10/21/17, exp. 2022-10-21, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2631411, mfd. 03/19/18, exp. 2023-03-19, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to a new surgeon with unknown complaints. In (B)(6) 2019, the surgeon removed all three implants. The surgeon did not offer a reason for the implant removal. The status of the patient following the revision procedure is not known.